Event description:
It was reported that high impedance was observed on the patient's vns during a clinic visit. The patient was referred for full vns replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent full vns replacement surgery due to the high impedance. During attempts at product return, it was revealed that the explanted products were discarded by the facility.